Manufacturer narrative:
Insulin pump error hardware low level failure alarm (variable info=3) confirmed in the pump history due to broken trace.

Event description:
Customer reported via phone call that insulin pump had hardware low level failure. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind and self test was passed. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.